Event description:
On (B)(6) 2024, dr. (B)(6) reported (B)(6) that at the end of procedure ID (B)(4), he noted a posterior capsule tear.

Manufacturer narrative:
Laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow up.